Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that there would be a pump replacement (B)(6) 2018 due to the patient not getting the prescribed medication. It was not working for a while. There was no history of event log review, and the rep thought a catheter dye study was done, with unknown results; the hcp was able to aspirate via the catheter access port (cap) despite not obtaining a cap kit from the reps. The rep would try to obtain the pump so it could be analyzed by the manufacturer. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found no anomalies. If information is provided in the future, a supplemental report will be issued.